Manufacturer narrative:
There is insufficient information to perform an investigation

Event description:
Close to 45 minutes trying to get the tampon out of my body- vagina [foreign body in reproductive tract], pain- lower back [back pain], awful smell- abdominal area, vagina [vaginal odour], nausea [nausea], abdominal pain [abdominal pain], safety issue with the design of your tampon [unevaluable device issue], spent close to 45 minutes trying to get tampon out of my body, safety issue with design of tampon [complication of device removal]. Case narrative: consumer reported via e-mail that the tampon was stuck in the body. No serious injury reported.